Event description:
Additional information received on (B)(4) 2013 stated that the patient underwent corrective surgery on (B)(6) 2011 to revise and/or remove mesh product. Patient states as a result of the implant she experienced pain and will require future corrective surgery.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.